Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. The device exhibited low angulation. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that there was no image on the endoeye flex deflectable videoscope. The issue was discovered during reprocessing for a diagnostic procedure. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information from the customer. B5 - updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. User may detect the suggested event by handling the device in accordance with the instructions for use (IFU): -inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Event description:
Customer added that the intended procedure was completed with no delay. There were no other devices involved in the reported event.